Event description:
It was reported that the right ventricular lead had high impedance, noise, oversensing, increased threshold, and had triggered lia (lead integrity alert). The lead remains in use and will be continuously checked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.